Manufacturer narrative:
A complaint was received on 09/30/2024 reporting a yankauer suction broke during a surgery in the operating room. The sample was discarded and is not available for return to deroyal. A supplier corrective action request (scar) was issued to the yankauer supplier cardinal health. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A yankauer suction broke during a surgery in the operating room.

Manufacturer narrative:
A user facility medwatch report (mw5160207) was received on 10/31/2024 reporting the yankauer from ortho pack broke during surgery. No injury was reported. A supplier corrective action request (scar) was issued to the (B)(4). The device was not returned for evaluation; therefore, a root cause could not be determined by the supplier cardinal health. Cardinal health reviewed their device history record (DHR), and no anomalies related to the reported issue were observed. There have been no similar reports for this sku and lot in the past 12 months. Due to the root cause finding there were no corrective and preventive actions taken by cardinal health. Cardinal health will continue to track and trend through their monitoring programs and take actions as applicable. Deroyal reviewed the production records, and no issues were found. An inventory check of the yankauer was made by deroyal, a total of 25 of the (B)(4) was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.